Event description:
When the stent was advanced through the y connection into microcatheter, resistance was found. Stent was stuck in the proximal part of (mc) microcatheter. The systems (stent+mc) were removed as a unit. Additional information indicated that prior and after removal from the package, the products were not damaged. All the products were prep per IFU guidelines. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. The microcatheter or distal tip of the enterprise system was not re-shaped. A constant flush was maintained at all times through all the systems. Additional torque was applied to the microcatheter or enterprise system in order to advance the devices, however, no damages were noticed on any of the devices. The microcatheter was not placed at an acute angle. No resistance occurred with the microcatheter or damages noticed on the microcatheter. A jailed technique was not utilized with this procedure. No other devices were utilized in conjunction with the enterprise system. The procedure was completed with another enterprise system.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00287 and 1058196-2009-00288.